Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient charged the ins which was currently showing 100% and the controller was showing 70%. Patient stated he unlocked the controller and the controller showed "unable to provide desired settings". Patient was able to decrease the stimulation but not increase stim. Patient stated he had no falls/ trauma. Additional information was received from the patient who reported their device stopped working on (B)(6). Patient clarified that he meant it was showing "unable to provide desired settings". No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the circumstances that led to the issue were the patient was charging the unit while lying in bed the same way they have for over a year. The patient rolled to their left side to remove the recharger after the remote chimed, indicating the charge was complete. When the patient rolled to their side, the unit stopped and would no longer provide stimulation. This occurred on (B)(6) 2020. The patient called a rep and tech services for assistance, but nothing worked. The patient said the stimulator stopped working. Only emergencies were being handled by the rep and hcp at that time due to covid-19. The patient texted the rep on (B)(6) 2020 and both agreed to wait until things were safer to perform a reprogramming. The unit was still not working due to the covid-19 pandemic. The patient stated they realized how much they rely on the unit to be mobile and their activities were now severely restricted. The patient was eager to get the unit fixed when reprogramming can take place. No further complications were reported. Additional information was received from the patient and it was reported that he was going to meet with a manufacturing representative (rep) on (B)(6) 2020 to get impedances checked. The impedance check showed electrodes 15 <(>&<)> 12 were greater than 40k ohms. Unfortunately, the electrodes with high impedance are needed for programming. The patient indicated the therapy was not working properly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the high impedance was not known. The rep reprogrammed around electrodes with high impedance. The impedance issues did not resolve but the issues with the remote control did.